Event description:
It was observed that during the device evaluation, the camera head exhibited a leaking cable and a rusted coupler. There was no patient involvement.

Manufacturer narrative:
The device evaluation found a leaking cable and a rusty coupler. Based on the investigation's results, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.